Event description:
It was reported that a paramedic pinched their finger between the cot and fastener during unloading leading to a fracture and a broken, bleeding nail.

Manufacturer narrative:
Inspection by stryker canada identified that the failure that resulted in the injury was due to a service component having been improperly installed by the customer. Stryker canada confirmed that this was resolved. The b5 summary and section h codes have been updated to reflect the findings of the completed investigation.

Event description:
It was reported that a paramedic pinched their finger between the cot and fastener during unloading leading to a fracture.